Event description:
It was reported that the customer experienced an issue with the monopolar cautery instrument. The customer reported event has no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have broken electrical contacts. The broken piece, measuring approximately 4.518mm x 0.813mm in size, was not returned with the instrument. The probable root cause is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.